Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported suture detachment could not be confirmed as the suture was not returned for analysis. The reported foot detachment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported suture detachment, foot detachment, and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, a foot detachment occurred during the procedure. There was no resistance felt when closing the foot. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a middle cerebral artery aneurysm coiling procedure. Reportedly, a suture break occurred while pulling on the rail suture during knot advancement. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.